Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the pacing, and sensing functions of the device were verified to be operating normally. Visual inspection revealed damage to the rv seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing.

Event description:
Boston scientific received information that after the pocket was closed at implant, noise was observed on the right ventricular (rv) channel with pauses noted. The pocket was reopened and the lead was reconnected to the device. While sewing up the pocket noise was again observed. This device was not used and a new device was successfully implanted, with no further observations of noise. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.